Manufacturer narrative:
Subject device has been received and a device history records review was conducted. The report indicates that the: part# 391.962, lot #t922311, synthes lot#5817936, manufacturing date: 16-jun-2008, review of the device history record of (B)(4) showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the, material, components and final product met inspection records, certification. All (B)(4) parts of the lot were checked 100% for ctq features and for function at the final inspection on 13-jun-2008. No ncrs were generated during production. A service & repair evaluation was performed. The investigation of the complaint articles has shown that: the customer reported the plate cutter had a piece broken off. The repair technician reported the cutting edge was broken. Cutting jaws broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: no patient involvement reported. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. S&r service history review was attempted. No service history review can be performed as part number 391.962 with lot number(s) 5814936 and t922311 is a lot/batch controlled item. The manufacture date of this item is 23-jun-2008. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Service history review is unconfirmed. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine set inspection it was noticed that a piece of a plate cutter was broken off. Because of the malfunction, the cutter no longer cut the plates evenly. There is 1 device in this complaint. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: this condition is confirmed; a piece of the textured bending surface and two pieces of the carbide cutting surface are no longer attached to the device. A visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. Per the technique guide, the 391.962 bending/cutting pliers is an instrument routinely used in the 2.7mm variable angle locking calcaneal plating system. The device was returned and reported to have broken during surgery. This condition is confirmed; a piece of the textured bending surface and two pieces of the carbide cutting surface are no longer attached to the device. A review of inspection records and certifications, confirm that the, material, components and final product met inspection records, certification. All parts of the lot were checked 100% for features and for function at the final inspection. No non-conformance reports were generated during production. The manufacturing date of june 16, 2008 from (B)(4) DHR review is when it was released to the ous warehouse. It was then subsequently sent to us warehouse and released to the us warehouse on june 23, 2008. The made to and current drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that over 8 years of consistent use has led to this complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.